Manufacturer narrative:
The user facility sent the subject device to a third party service provider. Olympus (B)(4) is requesting the user facility to return the subject device to (B)(4) for detailed investigation. In addition, (B)(4) is trying to investigate the reprocessing practice in the facility. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the subject device used in resuscitation tested positive for a strain of enterobacter cloacae, producing beta-lactamase with large spectrum. In the follow-up survey, it was turned out that two patients whom the product was used were infected. This is 1 of 2 reports.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information. Olympus (B)(4) tried to obtain the information of the reprocessing practice from the user facility, but there was no answer from the user facility. In addition, (B)(4) requested the user facility to return the subject device to (B)(4) for detailed investigation, but the user facility informed (B)(4) that the subject device will be sent to the third party service provider, but not to (B)(4) for expertise. Thus, (B)(4) could not perform the investigation for the subject device. The subject device had been disinfected with non-olympus automated endoscope reprocessor (soluscope) using peracetic acid. This is 1 of 2 reports.